Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the pressure testing, a leak in volumetric standard left (vsl) chamber was observed. The vsl transducer tubing was found to be cut which was determined to be the cause of the rite functional test for therapy monitored volume. The transducer tubing was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.